Event description:
A journal article was reviewed that contained information regarding this device. Multiple patients and multiple reports of "misclassifying episodes" were noted; however, a one to one correlation could not be made with unique device/serial numbers. Additional information obtained through follow up with the author indicated that the data was collected at the time of device implantation, and the information was then processed during bench testing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "head-to-head comparison of arrhythmia discrimination performance of subcutaneous and transvenous ICD arrhythmia detection algorithms: the start study." Journal of cardiovascular electrophysiology. (B)(4) 2012;23(4):359-366.